Event description:
It was reported the patient stopped using and charging her scs system due to becoming pregnant. It was also reported the patient's scs ipg became non-functional. Subsequently, the patient's scs ipg was replaced. Follow-up identified the issue resolved with the surgical intervention.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.